Event description:
It was reported that a 30-year-old caucasian female patient underwent a primary breast augmentation surgery with 350cc mentor memorygel breast implants. Post-operatively, the patient experienced symptoms of breast implant illness including fatigue, headache, sensitivity to noise, sleep disorder, dry eyes, muscle and joint pain, easy bruising, reflux, yeast infections, swollen lymph nodes, chest pains, chronic pain, joint pain, anxiety, depression, dry mouth and skin, vertigo, gi issues, food intolerance, hair loss, sensitivity to light, rashes, brain fog, weight gain, shortness of breath, low libido, night sweats, and heart palpitations. As a result, the patient consulted with a medical professional and underwent removal on (B)(6) 2023. This report is for the right implant. Refer to manufacturing report number 1645337-2023-02281 for the contralateral event.

Manufacturer narrative:
The complaint device has been retained by the customer. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Health effect - clinical code e2402: generalized illness. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).